Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) was seen by the hcp and it was confirmed that the leads were not sticking out. Rep reported pt was seen by the hcp and the issue has been resolved. Additional information was received from the patient (pt). They reported that they were not sure about the cause of the issue, but their device had to be adjusted several times.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced several issues following the implant procedure. The patient reported a shocking and tingling sensation down to the legs when raising arms, and the device shocked them. They also experienced painful implant vibration and were unable to lean back due to pain. Additionally, there was an electrical vibration down the left leg when raising arms, persistent pain since receiving the implant, and an inability to wear a bra due to back pain. The patient described a sensation of the device "gripping the spine." The patient attempted to adjust the therapy and turned the stimulation off, but the pain persisted. The patient was advised to contact their healthcare provider for further assistance. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their leads were hurting them and it was killing them. Their leads were sticking out like a knot and it would shock them. The other night their left leg was tingling as if the stimulation was all the way up. Patient could not get ahold of their healthcare provider (hcp). Patient will call the doctor's office tomorrow.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID; 977a260, serial#: (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.